Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was using a protege rx stent to treat a slightly calcified, slightly tortuous, 70% stenotic, plaque lesion in the proximal common carotid artery. There was no damage noted to the packaging and no issues noted when removing the device from the tray. The device was prepped per IFU without issue. A spider was used as embolic protection for the procedure. The lesion was not pre-dilated. Resistance was encountered but no excessive force applied during delivery of the device to the lesion. It was reported that the physician could not push the stent forward. The physician was unable to recover the stent. Another stent was used to complete the procedure.

Manufacturer narrative:
Device evaluation: the protégé rx device was returned within a biohazard pouch. Within the pouch, the device was within its shelf box and within its inner label pouch. The device was returned in a post deployed state with the stent observed in the packaging. Visual inspection of catheter revealed multiple kinks on the light blue and dark blue outer sheath. The kinks may have happened post procedure shipping. No abnormalities were noted on the stent. A kink was observed on the distal inner lumen. No abnormalities observed on the distal tip. The retainer is intact, and no abnormalities observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: replacement medtronic stent used was successful to complete the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: once the stent which was unable to be deployed was removed from the patient, the stent deployed automatically. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the physician was unable to deploy the stent. No stent deformation occurred. The stent was removed from the patient undeployed. Use of second stent was unsuccessful. Post-dilation was performed. No injury reported. If information is provided in the future, a supplemental report will be issued.